Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure an ophthalmic operating console exhibited aspiration and irrigation failure and replacement of cassette resolved the issue. Postoperatively a patient experienced corneal burn resulted in wound leakage which was sutured. The leak was persisted, and the surgeon replaced the suture and introduced a large air bubble within the anterior chamber. On the next follow up visit the patient had a very shallow anterior chamber with an aqueous leak from the main wound. Upon close examination, the suture placement appeared to be accurate. The vision remains unimproved with a prolonged hypotony. The wound was sealed utilizing a bandage contact lens, refilled the anterior chamber and implemented aqueous suppression also reduced and eventually ceased the administration of post-operative steroid drops. As the patient continued to experience an aqueous leak after eleven days of the surgery. Surgeon performed a secondary surgical intervention on this patient, entailing the placement of two new sutures, anterior chamber reformation, the introduction of a large anterior chamber bubble, and the application of a tisseal glue patch and bandage contact lens to seal the wound. Post operatively the patient's eye remains intact, and the surgeon plans to remove the contact lens later this week to assess the absence of any leaks.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).